Event description:
It was reported when using the bd pyxis¿ anesthesia station es, the system was running slow, resulting in a noticeable lag time for the drawers to open and retrieve medications. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was running slow. A technical support specialist (tss) identified slowness in processing and found a network connectivity issue between the station, server, and database. This issue only occurred during that specific time, and no other errors were detected afterward. The system functioned as intended after the technical support specialist verified the device.